Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on november 07, 2017.

Event description:
Per the clinic, the patient experienced pain and pressure at implant site and subsequently was treated with IV antibiotics for a duration of one day (date not reported). Clinical management is ongoing.